Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A78077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, fibromyalgia, vitamin d deficiency, helicobacter pylori infection, right upper quadrant pain, general body pain, hiatal hernia, uterine myomatosis, iron deficiency, fatty liver, neck pain and burning mouth syndrome. Previously administered products included for an unreported indication: indomethacin, vitamin d3, lidocaine, lorazepam, tramadol, loratadine, zantac, duloxetine, pamelor, alpha lipoic acid, vitamin b12, folate, vitamin b6, zinc, gabapentin, ibuprofen, synthroid, ferrous sulfate, esomeprazol, buprenorphin, carbamazepine and famotidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("vaginal infection, candidasis") and vaginal discharge ("vaginal discharge"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abnormal uterine bleeding ("abnormal uterine bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), fatigue ("fatigue"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, rash, skin disorder, vulvovaginal candidiasis, vaginal discharge, fatigue, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, bladder disorder, dysmenorrhoea, fatigue, heavy menstrual bleeding, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom discrepancy noted in date of insertion (B)(6) 2013, (B)(6) 2013 uterine cavity: left-1, right-3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number:a78077, manufacture date: 2012-11, expiration date: 2015-11 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A78077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, fibromyalgia, vitamin d deficiency, helicobacter pylori infection, right upper quadrant pain, general body pain, hiatal hernia, uterine myomatosis, iron deficiency, fatty liver, neck pain and burning mouth syndrome. Previously administered products included for an unreported indication: indomethacin, vitamin d3, lidocaine, lorazepam, tramadol, loratadine, zantac, duloxetine, pamelor, alpha lipoic acid, vitamin b12, folate, vitamin b6, zinc, gabapentin, ibuprofen, synthroid, ferrous sulfate, esomeprazol, buprenorphin, carbamazepine and famotidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("vaginal infection, candidasis") and vaginal discharge ("vaginal discharge"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abnormal uterine bleeding ("abnormal uterine bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), fatigue ("fatigue"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, rash, skin disorder, vulvovaginal candidiasis, vaginal discharge, fatigue, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, abnormal uterine bleeding, bladder disorder, dysmenorrhoea, fatigue, heavy menstrual bleeding, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom discrepancy noted in date of insertion (B)(6) 2013, (B)(6) 2013. Uterine cavity: left-1, right-3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-apr-2021: mr received. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A78077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis, fibromyalgia, vitamin d deficiency, helicobacter pylori infection, right upper quadrant pain, general body pain, hiatal hernia, uterine myomatosis, iron deficiency, fatty liver, neck pain and burning mouth syndrome. Previously administered products included for an unreported indication: indomethacin, vitamin d3, lidocaine, lorazepam, tramadol, loratadine, zantac, duloxetine, pamelor, alpha lipoic acid, vitamin b12, folate, vitamin b6, zinc, gabapentin, ibuprofen, synthroid, ferrous sulfate, esomeprazol, buprenorphin, carbamazepine and famotidine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vulvovaginal candidiasis ("vaginal infection, candidasis") and vaginal discharge ("vaginal discharge"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and uterine haemorrhage ("abnormal uterine bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), fatigue ("fatigue"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, rash, skin disorder, vulvovaginal candidiasis, vaginal discharge, fatigue, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rash, skin disorder, urinary tract disorder, uterine haemorrhage, vaginal discharge and vulvovaginal candidiasis to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: lot number added. New event abnormal uterine bleeding added. Reported event term of vaginal infection updated to vaginal infection, candidasis, pt changed. Onset date added to vulvovaginal candidiasis, vaginal discharge, dysmenorrhea (cramping). Medical conditions and historical drugs added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash"), skin disorder ("skin condition"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hysterectomy. (Full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, rash, skin disorder, vaginal infection, vaginal discharge, fatigue, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event .new events added: pelvic pain, abdominal pain, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), rash, skin condition, bladder, urinary problems, vaginal infection, vaginal discharge, fatigue. Reporter information were updated. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.